Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The root cause was unable to be determined. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. The therapy board was replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device displayed a blank screen. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The therapy pcba was replaced as a precaution. Device passed performance inspection procedure and was returned to the customer for use. Stryker further evaluated the device data and verified the issue of device lock up after shock. Stryker determined the software coding was the cause of the reported issue. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Correction: section a1 of the initial medwatch report indicates: none. Section a1 of the initial medwatch report should be blank.

Event description:
The customer contacted stryker to report that their device displayed a blank screen. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.